Manufacturer narrative:
The device history record for the reported lot number, aa8253n01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 06-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the feeding tube broke with no reported patient injury additional information received 20-feb-2019 stated the j-tube broke after 2-weeks of patient use. The distal portion of the tube broke off inside one patient. No additional information was provided.